Manufacturer narrative:
Fhc representative was sent to (B)(6) to troubleshoot the system. An audio cable was replaced and the system then functioned normally.

Event description:
During a surgery while using the microtargeting guideline 4000 lp+ system several issues were noted including an excessive amount of audio feedback during recording. The case was aborted after the burr hole had been opened.